Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013; inratio: 2.5, 1.5; lab: 6.0. Pt's therapeutic range: 2.0 - 3.0. Time between tests was one hour.